Manufacturer narrative:
The two (2) devices were received for evaluation. A visual inspection with the naked eye noted a small shiny spot (dried solvent) on each of the two bags. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to excessive solvent during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets were damaged. It was further described as ¿the empty bag had a hole after detaching both line and bag¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra set disposable disconnect y-sets were damaged. It was further described as ¿the empty bag had a hole after detaching both line and bag¿. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.